Event description:
It was reported that this electrode was successfully implanted and no defibrillation threshold (dft) testing was performed per local practice. One day post implant, an x-ray was taken and showed that the electrode had moved/dislodged from the implant location. The physician elected to proceed with dft testing. Ventricular fibrillation (vf) was successfully induced, however, was unable to be converted at 65 joules. The rhythm was successfully converted at 80 joules. A lead revision procedure was scheduled for the following day with the intent to reposition the electrode. No additional adverse patient effects were reported. Available information indicates this electrode remains implanted and in service. Additional information has been requested; however, no additional information is available at this time. If pertinent information is provided in the future, a supplemental report will be submitted. Additional information was received that surgical intervention was undertaken as planned. This electrode was successfully repositioned. Dft testing was performed and was successful in converting the induced rhythm. No additional adverse patient effects were reported. This device remains in service.

Event description:
It was reported that this electrode was successfully implanted and no defibrillation threshold (dft) testing was performed per local practice. One day post implant, an x-ray was taken and showed that the electrode had moved/dislodged from the implant location. The physician elected to proceed with dft testing. Ventricular fibrillation (vf) was successfully induced, however, was unable to be converted at 65 joules. The rhythm was successfully converted at 80 joules. A lead revision procedure was scheduled for the following day with the intent to reposition the electrode. No additional adverse patient effects were reported. Available information indicates this electrode remains implanted and in service. Additional information has been requested; however, no additional information is available at this time. If pertinent information is provided in the future, a supplemental report will be submitted.